Event description:
Information was received indicating that a pump was alarming no disposable with a, smiths medical, cadd medication cassette attached. The lot number supplied is invalid. It was reported the pump rate was 41ml.24hrs. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).